Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the knife was blunt; he had difficulty making the corneal incision. The procedure was completed. Additional information has been requested.

Manufacturer narrative:
Six unopened slit knives were received in blisters for the report of blunt knives. The samples were visually inspected and samples 1 through 6 were found to be conforming. The samples were then tested functionally for penetration, sample 1 was damaged during testing and samples 2 through 6 were found to be conforming. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. The returned unopened samples were found to be visually and functionally conforming, therefore a blunt knife as described in the complaint was not confirmed. However since the actual complaint sample was not returned, a root cause cannot be determined for the complaint as described by the customer. Because the actual complaint sample was not returned the exact root cause for this complaint is unknown, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. (B)(4).